Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Impella cp was planned to be inserted via right femoral access site in a 79-year-old male for acute myocardial infarction/cardiogenic shock. The patient¿s comorbidities include aortic stenosis. The patient¿s clinical state prior to attempted intervention was reported as scai shock stage d. After insertion of the 14 french peel away sheath, physician was unable to cross with diagnostic wires and catheters and decision was made to abort procedure and the impella cp was not inserted into the body.

Manufacturer narrative:
Clinical reviewed the file and determined the device was erroneously reported. After clinical review, it was determined that there is no reportable complaint as the 0.018" impella guidewire or the impella pump were never inserted in the body. The reporting is being redacted. Previous reporting should be disregarded, and no further reports will be submitted accordingly.